Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8262052. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see section h.10.

Event description:
It has been reported that one intima-ii y 24gax0.75in prn ec slm npvc has been found experiencing leakage during use. The following has been provided by the initial reporter: on (B)(6)2019 , patients were treated with bronchial pneumonia infusion via catheter, noticed blood return, flow occuled after completed penetration. Nurse retract the catheter at once and noticed kink mark on catheter no harm/adverse reactions noticed on patients.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one intima-ii y 24gax0.75in prn ec slm npvc has been found experiencing leakage during use. The following has been provided by the initial reporter: on (B)(6) 2019, patients were treated with bronchial pneumonia infusion via catheter, noticed blood return, flow occurred after completed penetration. Nurse retract the catheter at once and noticed kink mark on catheter. No harm/adverse reactions noticed on patients.